Manufacturer narrative:
The subject device was returned to omsc for investigation. Omsc checked the subject device and found that the reported phenomenon was duplicated which the segment of the volume indicator was not partially displayed. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation, omsc concluded that the reported phenomenon was attributed to the failure of the led element. The exact cause of the failure of the led element could not be conclusively determined. However, omsc surmised that it was attributed to the accidental failure of the element, because there was no failure on the exterior and not multiple failures.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that the segment of the unspecified indicator on the front panel of the subject device was not partially displayed. The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.